Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 30cc driveline tubing; blood was noted within the tubing. Upon return, the one-way valve connected to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were not-ed at approximately 3cm and 5cm from the iabc distal tip. The outer lumen was noted buckled at approximately 34.5cm to 35.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The fos cable was visually inspected. No damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no other fiber breaks were noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 19.4cm to 19.7cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 19.6cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5cm from the distal tip, which is the location of the previously noted bend/blocked central lumen. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 69.6cm from the luer end. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood in the helium tubing" is confirmed. The intra-aortic balloon catheter (iabc) bladder was found with the full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. The complaint will be monitored for any developing trends.

Event description:
It was reported "we placed a 30cc fiberoptix this morning. Around 1530. Ccu reported blood in the helium tubing but there were no leak alarms. We brought the patient to the cath lab to exchange. After removal of the balloon,it was inflated with saline. No leaks seen on the inner balloon, but leak was noted coming from the distal shaft. The distal metal tip is very loose now but I cannot determine if it was damaged on the exchange attempt". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "we placed a 30cc fiberoptix this morning. Around 1530. Ccu reported blood in the helium tubing but there were no leak alarms. We brought the patient to the cath lab to exchange. After removal of the balloon,it was inflated with saline. No leaks seen on the inner balloon, but leak was noted coming from the distal shaft. The distal metal tip is very loose now but I cannot determine if it was damaged on the exchange attempt". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.